Event description:
Customer reported the insulin pump alarmed button error and the device would not allow her to do anything. Customer's blood glucose was unknown. Customer reported the act button has been sticking for awhile. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
No button error alarm noted. Unit had no button response due to corroded keypad traces. Unit had minor scratched display window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube window and reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.